Event description:
A (B)(6) old male pt's nurse contacted zoll customer support to report gel deployment of his electrode belt. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon eval, there was a bent pin in the electrode belt's trunk cable connector. The bent pin caused the gels to deploy. The cause for the bent pin cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.